Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles would not attach to the insulin pen during use. The following information was provided by the initial reporter: "consumer reported that the needles will not attach to the insulin pen. I reviewed the steps with consumer and she was able to attach the needle and successfully prime the needle. Consumer stated that she does not re-use. Consumer did not have the product # but stated that she is using 8mm pen needles."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles would not attach to the insulin pen during use. The following information was provided by the initial reporter: "consumer reported that the needles will not attach to the insulin pen. I reviewed the steps with consumer and she was able to attach the needle and successfully prime the needle. Consumer stated that she does not re-use. Consumer did not have the product # but stated that she is using 8mm pen needles."